Manufacturer narrative:
H3: the returned ins serial# (B)(6) and associated lead was returned. The returned ins and lead was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, functional testing and electrical testing, however but no analysis was performed due to the non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that explant done due to the skin opening in the area of the implantable neurostimulator (ins) and the ins was visible and inflammatory. The ins pushed itself through the skin and needed to be explanted. No cause known. The healthcare professional (hcp) contacted medtronic on may 08th, that there will be a revision surgery the next day. They wanted to explant the ins only, but during surgery, it turned out that it was required to explant the lead as well, because of further inflammatory tissue around the lead.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial#: unknown, explanted: (B)(6) 2025, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.